Event description:
It was reported there was stimulation in the wrong location. It was stated the patient felt the stimulation on the left side and it was supposed to be on the right side. It was noted the device was put in 2 days ago. It was noted the patient also had a cyberonics vagus nerve stimulator (vns) implanted in the left shoulder. It was reported that when turning up the stimulation the patient was feeling stimulation in the left side that is where the vns was and not feeling stimulation from the medtronic implantable neurostimulator (ins). It was stated the patient programmer was turning on the other device after it was off. It was noted the patient had turned off the vns a few times while adjusting the medtronic ins. It was stated the stimulation the patient was feeling on the left side was helping with the pain in her head. It was noted this was the reason why the ins was placed.

Manufacturer narrative:
(B)(4).